Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they were very tired and couldn't get up and move. Every time they moved they had to arch up their butt. Sometimes the chair hit that area of the stimulator and would set them off. The stimulator stuck out like a shelf. The area had gone down, but still a bit of a shelf but not nearly as bad as it was. Since procedure everything lights up and works, but they were worried that they had never felt any kind of vibration or anything else. The therapy was not working to where they would like. Sometimes the stool was still loose and sometimes they didn't had a bowel movement for 3-4 days. Agent asked if they were getting 50% or great relief of symptoms. They said most of the time they were getting 50% or greater. They said the symptoms weren't as urgent and the bowel was somewhat formed. Patient was working with program 1. They then talked to the manufacturer representative (rep). They moved them from program 1 to program 3.they talked to the rep when they first got out of the hospital and then called them a few weeks after that. Then called and talked to rep one more time and they were on program 3 at 7.0ma and the rep didn't think they needed to be that high. Patient doesn't feel anything at 7.0ma on program 3. Patient mentioned right after surgery they felt like the stimulator was sliding up and down and out of the pocket. Every time they laid down and on back felt like someone was cutting them with a knife or felt like getting electrocuted. Patient talked with nurse practitioner and told him about the moving stimulator and it feeling like being cut with knife or electrocuted and they didn't thing it was a big deal. They said it was still sore only on one end. Nurse had to put steri-strip where they glued the incision. The steri-strip had came off. One spot was open on the incision. Redirected patient back to healthcare provider (hcp) about stimulator moving, feeling like being cut but knife or electrocuted. Patient said procedure took hour longer then planned. No one talked to her after the procedure. They went home knowing not much of anything. No one called them over the weekend. Additional information was received from the manufacturer representative (rep). The rep stated that it was unknown about the cause of the stimulation turning off after hitting the stimulator incision area. They were unknown if the issue was resolved. They were unknown about the cause of getting a feeling like cutting with knife when they laid down. They were unknown if the issue was resolved. They were unknown about the cause of the not feeling the stimulation even at 7.0ma. They were unknown if the issue was resolved. The rep stated that they were unknown about the steps taken to resolve the stimulator sliding up and down. They were unknown if the issue was resolved. The rep stated that they were unknown about the stimulator stuck out like shelf and the steps taken to resolve the electric shock. They were unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.